Event description:
It was reported that during a gastric resection (sleeve gastrectomy) procedure, a clamp device was used with gold chargers. At the second stapling sequence (second gold charger), the stomach was cut but the staple line was not formed. The surgeon used a new gold charger at the level of the stomach that had been cut and not stapled. This time, stapling and cut functioned properly. The surgeon still reinforced the new staple line with the realization of a suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l53u89. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired; left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please clarify the event: did the device deploy staple? Were the staples malformed? Or did the device cut and not deploy staples?